Manufacturer narrative:
During the coil embolization procedure of a common hepatic artery, the presidio microcoil (pc4180830-30/c17286) was stuck in the excelsior 1018 microcatheter (stryker, type unknown) distal end during advancement. Although he was pulling and pushing the dpu of the presidio, the coil still got stuck and unraveled into the target lesion. The report did not indicate how and which part of the coil it occurred. Then, he carefully pulled it back within the microcatheter. And then, both the presidio and the microcatheter were safely removed as a unit from the patient. The procedure was continued using a new product (pc4180830-30, lot unknown). It is unknown if the microcatheter was replaced or not. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. Also the competitor¿s y-connector and microcatheter used with the complaint product are going to be returned. The vessel was not calcified and mildly tortuous, and access was obtained from right femoral artery. No additional information is available. The coil was returned separated from the device positioning unit (dpu) via the detachment fiber, stretched, severely damaged, and severed into two pieces. The end user most likely severed the coil when the microcatheter was cut into two pieces. The coil¿s socket ring was also severed at the solder point. The fracture was ductile in nature requiring external force. No material defects were found. There are two buckled sections of the device positioning unit (dpu) located 1.1 centimeters and 2.6 centimeters off the distal tip. The resheathing tool was returned severed into two pieces. The resheathing tools fracture is ductile in nature requiring external force. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has compression and stretching damage. The distal tip of the returned microcatheter has damage at the 10 and 4 o¿clock positions. The 10 o¿clock position has had the material pulled down inside the inner lumen. It cannot be determined how the coil received its unintended mechanical detachment from the dpu. There are two contributing factors to the coils becoming damaged, stuck, and unraveled. These contributing factors may have worked separately or in tandem, each producing similar results. It was stated that the coil got stuck and unraveled into the target lesion, therefore the primary contributing factor to the coil becoming stuck, damaged, and stretched may have occurred when the coil encountered distal interference during repositioning and eventually became anchored on the coil¿s already dwelling inside the aneurysm, on itself, or the distal tip of the microcatheter. The distal interference may have produced the multiple compressions and buckling damage found on the distal section of the dpu and coil. When the temporarily anchored coil was retracted for removal/repositioning it unraveled. After the microcatheter was removed, it was cut into two pieces by the end user also severed the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ it was found that the secondary contributing factor to the field complaint may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have produced some of the coil damage found, severed the resheathing tool, and caused part of the coils advancement difficulty. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the reported procedural information and the analysis of the returned devices, clinical factors and procedural handling factors addressed in the instructions for use and/or interaction with the concomitant non-codman microcatheter are factors that may have contributed to the stretching of the coil. Additionally, the information provided indicated that the device was removed as a unit after the event occurred, therefore the additional damages found during analysis, may have occurred after removal from the patient or during shipping process. There is no indication of any relationship to the manufacturing process; therefore, no corrective actions will be taken at this time.

Event description:
During the coil embolization procedure of a common hepatic artery, the presidio microcoil (pc4180830-30/c17286) was stuck in the excelsior 1018 microcatheter (stryker, type unknown) distal end during advancement. Although he was pulling and pushing the dpu of the presidio, the coil still got stuck and unraveled into the target lesion. The report did not indicate how and which part of the coil it occurred. Then, he carefully pulled it back within the microcatheter. And then, both the presidio and the microcatheter were safely removed as a unit from the patient. The procedure was continued using a new product (pc4180830-30, lot unknown). It is unknown if the microcatheter was replaced or not. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. Also the competitor¿s y-connector and microcatheter used with the complaint product are going to be returned. The vessel was not calcified and mildly tortuous, and access was obtained from right femoral artery. No additional information is available.

Manufacturer narrative:
As it was reported that the entire coil was carefully pulled back within the microcatheter from the target aneurysm, part of the coil might have been unraveled during that time. However, it hasn¿t verified and the report we received from the rep did not mention about the detachment was attempted at that time. We have no information other than that, and the damage did not occur during preparation to ship back for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.